Event description:
Journal article received: intramedullary osteosynthesis of instable intertrochanteric femur fractures with profin nail in elderly patients; erturer r.e., sonmez m.m., sari s., seckin m.f., kara a., ozturk I.; acta orthopaedica et traumatologica turcica. 2012 ; 46 (2) :107-112; reported: a retrospective study to analyze the radiologic and functional results of elderly patients who experienced instable intertrochanteric femur fractures and were treated with the nail of a competitor. The authors additionally reported the z effect with two different sized proximal femoral screws as a complication of proximal femoral nails (synthes devices): four patients experienced the z effect and one patient experienced the reverse z effect out of 40 cases; five patients experienced the reverse z effect out of 35 cases. This report is for an unknown amount of screw(s) this is report 1 of 1 for this complaint (B)(4).

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn as no product was received. Without a lot number the device history records could not be reviewed. Device was used for treatment, not diagnosis.